Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the device was advanced into the patient to clip a polyp. After grabbing tissue, the clip was deployed, but the user had difficulty releasing it from the delivery catheter. When the clip finally released, it broke apart and detached into the patient. The clip fragments were left to pass naturally. Additionally, the nurse reported that the end of the catheter punctured the side of the colon. The puncture was identified as minor and the physician determined that it was not of serious concern. No bleed occurred at the puncture site. The case was completed with another resolution clip device. The patient's condition at the conclusion of the procedure was reported to be good. Furthermore, on (B)(6), 2011 follow-up revealed that there were no patient complications.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly fully deployed and the control wire separated per design. The clip assembly was not returned for analysis. The reported event of difficulty releasing clip was not able to be confirmed as the condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the device was advanced into the patient to clip a polyp. After grabbing tissue, the clip was deployed, but the user had difficulty releasing it from the delivery catheter. When the clip finally released, it broke apart and detached into the patient. The clip fragments were left to pass naturally. Additionally, the nurse reported that the end of the catheter punctured the side of the colon. The puncture was identified as minor and the physician determined that it was not of serious concern. No bleed occurred at the puncture site. The case was completed with another resolution clip device. The patient's condition at the conclusion of the procedure was reported to be good. Furthermore, on (B)(6) 2011 follow-up revealed that there were no patient complications.